Manufacturer narrative:
The device detailed in this report was returned to heartsine technologies as part of the fsca/recall z-0124-2013 w/no allegation of any fault w/the device. It was therefore initially assessed as non-reportable; however, subsequent engineering investigation revealed a fault w/the device which would classify the event as reportable. A significant drop in voltage was recorded and the device failed a self-test due to a low battery in (B)(4) 2012. It iw reasonable to conclude the self-test fail can be attributed to the pad-pak being removed and not being properly seated within the device or a partially depleted pad-pak may have been used.

Event description:
There was no pt involved in this event. This device was returned to heartsine technologies as part of the current fsca/recall, FDA reference z-0214-2013. No fault was reported.